Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not power on, with no leds illuminated when connected to ac power. No reports of patient or user harm. The customer evaluated the device with guidance from a philips remote service engineer (rse) and confirmed the reported no-power condition. The unit was subsequently turned into biomed for further assessment. Troubleshooting guidance was provided per the philips service manual to help determine whether the issue was related to the power source, power cord, ac inlet, internal power supply, or power management board. Relevant part numbers were provided to support potential repair activities. The rse provided part numbers for repair: ac inlet, power supply, pcba,pwr mgmt,gen 4, 1.30 pic. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.